Event description:
Cannula on infusion set crimped resulting in high blood glucose which caused dka for which pt was taken to the emergency room after frequent vomiting and was subsequently admitted to the hospital for 24 hours and received IV fluids and insulin. Dose or amount: 1, frequency: every 3 days, route: sq. Dates of use: (B)(6) 2010 - (B)(6) 2010. Diagnosis or reason for use: type 1 diabetes.